Event description:
(B)(4) study. It was reported that following a stenting treatment procedure, the patient experienced a myocardial infarction. During the index procedure in (B)(6) 2011, one target lesion was identified. The target lesion was located in the mid rca (right coronary artery) with 75% stenosis and was 12 mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with direct stenting using a 2.5 x 16 mm taxus element stent with 0% residual stenosis. One day post index procedure, the patient had elevated troponin values (peak troponin= 0.239 ng/ml, uln= 0.04 ng/ml). And a myocardial infarction was reported. No action was taken to treat the event and the subject did not experience ischemic symptoms. The subject was discharged the same day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). The device is a combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).